Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that after the patient transfer to the carbon floatline tabletop, trusystem 7500 main lift of the surgical table dropped down. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The surgical table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The device involved in the event was inspected by a baxter field service technician. It could be confirmed that the main lift of the device could no longer be moved, and the column was in the lowest position. To correct the issue, the main lift spindle was exchanged, and the device was working as intended after this repair. The returned main lift spindle was further investigated, and wear was identified which led to a defect that could result in the allegation ¿surgical table dropped down¿. The cause was traced to a hardware defect and wear of the spindle assembly. The root cause of this wear is not established yet and will be further investigated by the supplier of this part.

Event description:
Baxter received a report stating that after the patient trasfer to the carbon floatline tabletop, trusystem 7500 main lift of the surgical table dropped down. No harm or significant impact to the surgical procedure was reported.